Manufacturer narrative:
No special thing was found from the device history records for this device and it successfully passed criteria of manufacturing and inspection. Stent was returned with fully detached retrieval string. Residues were found on the returned stent and there were no damages on the cover and the wire. Retrieval string completely separated from the stent and no obstruction was found from the lumen of the stent. Biliary structure where stent was implanted is narrow and curvy. Ingrowth and/or overgrowth can occur on the stent according to state of patient's lesion after deployment. If removal was tried by force in this situation, it could be hard to remove due to strong resistance. It is, however, impossible to identify the exact root cause since it is hard to recreate the situation at the time of procedure. Occlusion in the lumen of the stent was not confirmed it is, however, also described on the user manual by this firm that it should be visually examined whether the stent is occluded and carefully removed it, if the stent cannot be easily withdrawn, do not remove the stent; do not allow excessive force to remove the stent as it may cause disconnect to retrieval string. It is regarded that it was hard to remove the stent due to the state of patient's lesion and removal was tried in this situation so it caused string detachment from the stent. The suspected device is not registered in the us and we will continuously monitor whether similar or same complaint occurs.

Event description:
On (B)(6) 2016 stent was implanted at bile duct. On (B)(6) 2016 on removal of kaffes stent, part of the retrieval string came away from the stent. The stent was able to be removed by grasping the remaining part of the retrieval string which was still attached to the sems.